Event description:
It was reported that the implant at site #12 was removed due to discomfort and pain in area. Site grafted (B)(6) 2022. Patient reported pain in site of implant. When implant was removed, granulated tissue present in osteotomy. Site was debrided. Allograft was placed (B)(6) 2022.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2024-00432 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.